Manufacturer narrative:
Investigation summary: a complaint of a set leaking due to a hole in the set was received from the customer. A photo was provided to aid in the investigation of this defect. Through observation, the customer complaint was confirmed. A hole was found in the top of the y-site. The customer complaint was verified. A device history record review for the model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. As a physical sample was not returned, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv 20d 1cv 2ss dehp free had leakage issues. The following information was provided by the initial reporter: "on attempted administration of a prepared IV in the outpatient hospital setting, one of the nursing staff noticed a leak in one of the y-site points in our alaris pump infusion sets (bd# 2420-0007) after hanging the IV bag; the y-site port closest to the IV bag had a hole in it, one of size and placement suggesting a manufacturing error."